Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated they were in a building and their smartphone did not have mobile data or wi-fi at the time of event. They stated the g6 mobile application was displaying that they needed data and wi-fi for the application to be used. Because the patient was unable to view their glucose values on the mobile application, they started to feel shaky. The patient stated they went outside they had data signal and was able to view their values. The patient did not state what the cgm (continuous glucose monitor) value was at the time of event but they took 2 glucose tablets and ate 2 chocolate digestive biscuits. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The root cause was determined to be poor cell/wi-fi connection via data.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, upon further review of the complaint record, this would not constitute an adverse event as there was no serious deterioration in the state of health of the patient, and no medical intervention. This is not a reportable event, the patient was able to successfully self-treat his mild symptoms. Please disregard the initial MDR for 3004753838-2018-89058.